Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0t66b, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3389s-40, lot# va0t66b, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported deep brain stimulator was removed on (B)(6) 2016 due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.